Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
"It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closure and stopper popping out of the tube. The following information was provided by the initial reporter: translated to english. The customer stated: "when blood samples was transferred into the tube the cap became loose and popped off."

Event description:
"It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closure and stopper popping out of the tube. The following information was provided by the initial reporter: translated to english. The customer stated: "when blood samples was transferred into the tube the cap became loose and popped off."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by stopper creepout testing and the issue relating to loose caps was observed, as 21 out of the 29 retention samples failed the testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of loose caps through corrective and preventive actions. H3 other text : see h.10.